Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), using synergy cranial 2.2.6 with axiem shunt pack, the site alleged having intermittent tracking issues with axiem. The surgeon could see the tracer and tracker probe in tracking view at the start of registration, however, tracking became intermittent. The axiem box and emitter were green in tracking details. In trouble-shooting, the instruments were unplugged and re-plugged, they checked for metal in the field and repositioned the emitter, there was no improvement. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. Additionally tested the emitter function on the table used in the case, and could not re-create the intermittent tracking behavior. It was reported that the site stealth coordinator checked out the system after this procedure and was able to track the patient tracker on the or table, noting that there was likely interference from the patient. No further issues have been reported.